Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 719 mg/dl. The customer was also suffering from flu-like symptoms, and had to go to the emergency room the night prior to the event. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.